Event description:
It was reported that when the device was used during a low anterior resection procedure, it did not deploy any staples. Consequently, the patient received a colostomy. There were not any other patient consequences.